Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, high capture threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The electrical testing did not reveal any indication of conductor fractures or internal shorts. The visual inspection of the lead did not reveal any anomalies except procedural damages. The s-curve hump height was measured within specification.